Manufacturer narrative:
Continuation of d10: product ID unk-nv-fg15 (lot: unknown); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured ophthalmic segment aneurysm with a max diameter of 18.5 mm and a 9.19mm neck diameter. The landing zone was 10mm distally and 14mm proximally. It was noted that the patient's vessel tortuosity was minimal. Dual antiplatelet treatment (dapt) was administered. The pru level was normal.  It was reported that a phenom 27 microcatheter was used, and a ped-350-30 stent was selected for treatment. After the microcatheter was shaped and positioned, the stent was advanced. When the stent reached the proximal segment of the delivery microcatheter, significant resistance was encountered during advancement. After the stent was pushed to the target position, it was noted that the stent was no longer visible. Upon withdrawing the microcatheter, the stent was found on the delivery rod and had become deformed. A new dense mesh stent (ped-375-30) was then replaced, and the procedure was completed successfully. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.